Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fusion surgery at s1-s2 due to decompression. Intra-op, the tip of the screwdriver was broken off to the top of the bone screw within the polyaxial head of the screw and was not able to be retrieved. Fragment of the instrument was remaining in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis results: the driver was returned with the button mechanism disassembled from the shaft and sleeve of the driver. Visual inspection confirmed approximately 3mm of the driver's tip and the attachment pin to the internal bushing has been broken off , consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.